Event description:
It was reported that the t2 of the device did not deploy. No patient injury or complications were reported.

Manufacturer narrative:
This device is in extremely good condition. Aside from the inner pouch being opened, the depth limiter and blue limiter sheath having been removed, the device appears to be unused. The suture has been slightly loosened likely during removal of the depth limiter. Both t¿s are in place within the delivery needle of the device. Functional evaluation resulted with the proper manual advancement of t1 and t2 respectively. This style device does not deploy as it requires manual actuation for each t. With a slight tug of the suture, each t released from the needle easily. This is representative of pulling the device back through the meniscus. The listed complaint of ¿did not deploy¿ cannot be supported.